Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized in the past. The customer reported that they were in a coma 11 years ago. The customer reported their blood glucose declined to 30 mg/dl during this incident. It was also found the customer's blood glucose would quickly drop. The customer reported their blood glucose would drop to 40 mg/dl and 60 mg/dl because the rates were adjusted. The customer declined to return the insulin pump for analysis.